Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that a pipeline failed to deploy at the distal end. The reported device and accessory devices were prepared as indicated in the instruction for use (IFU). The patient was being treated for a c5 aneurysm. Aneurysm dimensions: maximum diameter 5.1 mm, neck diameter 3 mm. There was deformation or bending of the pipeline push wire or stent after collection. No resistance during delivery was reported. After inserting the pipeline, the sleeve was removed for deployment. Several recapture attempts were made for position adjustment, and it slipped once. The position was restored, but the operation was ineffective, leading to retrieval. A different size was used, and deployment was completed successfully without issues. The pipeline was positioned in a bend (distal section). Less than 50% of the pipeline had been deployed when it failed to open. The pipeline had been resheathed 3 times or more. The stent was removed from the patient. The pipeline was resheathed and retrieved with the microcatheter. There were no patient symptoms or complications associated with this event.

Event description:
Additional information received clarified that there were no device issues with the catheter. During deployment, resheathing was tried several times, which might have caused the pipeline expansion failure, but the cause has not been identified. The device did not jump during deployment. The tip of the catheter was moved during deployment. A concomitant device was not used to open the pipeline.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.